Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that patient underwent a hernia repair procedure on an unknown date and mesh was implanted. Following the procedure, patient experienced a phenomenon of bulging. No additional information was provided.